Manufacturer narrative:
Device history record review and complaint history review were not performed based on the low severity of this complaint. An analysis of the data logs has been performed. According to the complaint description, multiple 'impossible to load exam' issues occurred when users tried to upload images series onto rosa brain device, before the surgery case. Analysis shows that these issues were not recorded probably because the system did not have enough ram to execute all tasks at the same time. However, it shows that the application stopped suddenly working due to a power loose provoked by a forced device shutdown.

Event description:
Company field service engineers were present for a dbs case on (B)(6) 2019. Before the surgery case started, the fse was trying to import an MRI image series from iq-view when she received an impossible to load error screen at approximately 7:40 am pst. The fses tried multiple times to upload different MRI images and got the same error. They tried deleting the content from the iq-view¿s database page and re-upload the MRI images, but the same problem exist. They then decided to fully shut down the rosa robot and turn it back on. After the rosa robot was rebooted, it was able to upload the MRI images fine. This complaint event did not delay the surgery case since the patient was not even in the operating room yet.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
Company field service engineers were present for a dbs case on (B)(6) 2019. Before the surgery case started, the fse was trying to import an MRI image series from iq-view when she received an impossible to load error screen at approximately 7:40 am pst. The fses tried multiple times to upload different MRI images and got the same error. They tried deleting the content from the iq-view¿s database page and re-upload the MRI images, but the same problem exist. They then decided to fully shut down the rosa robot and turn it back on. After the rosa robot was rebooted, it was able to upload the MRI images fine. This complaint event did not delay the surgery case since the patient was not even in the operating room yet.